Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that after priming they observed air in the tubing past the filter. They stated that the infusion is programmed for 16 hours and that in the morning they found the patient coughing and found air in the IV tubing. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, however, those attempts were not successful. No harm to the patient was reported. (B)(4).